Event description:
It was reported that the balloon would not inflate and as a result another ai-07126 was used successfully. Additional information was received on (B)(4) 2011 by the (B)(4) customer service co-ordinator stating that the ai-07126 was pretested and it was at that time the balloon did not inflate. The syringe used to inflate the balloon was the syringe in the pack. The balloon was not over inflated, it failed to inflate at all. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no interruption or delay in therapy. No pt complications were noted and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.